Event description:
It was reported that 113 days after implantation of a 3.5x12mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the sapheous vein graft (svg) to the right posterior descending artery (pda). A pre-intervention stenosis of 99% with timi-iii flow was reporetd. Multiple concompliant balloons were inflated to 30 atms. )a 4.0x8 mm guidant powersail balloon and a 4.0x6 mm nc stormer zipper balloon were used during the procedure). A 4.0x10 mm ultra2 monorail cutting balloon was inflated to 10 atms. The lesion was noted to be "extremely rigid and would not fully expand." A 3.5x12mm taxus stent was deployed I nthe lesion. A post-intervention stenosis of 50% with timi-iii flow was reported. It was reported that the lesion was not calcified. No info concerning vessel tortuosity was reported. The pt received angiomax and intracoronary nitroglycerin during the procedure. After the procedure, the pt was placed on plavix, aspirin, nitroglycerin, lipitor, imdur, and nexium. It was noted that this was a "successful, but very difficult stent placement," in the "svg to the right coronary artery." It was reported that there were "no complications." The pt presented 113 days after the initial procedure with an in-stent restenosis in the svg to the proximal right pda. A pre-intervention restenosis of 75% with timi-iii flow was reported. Following "unsuccessful" ptca, atherectomy was performed with a 3.5x10mm and a 4.0x10mm ultra2 monorail cutting balloon. A 3.5x23 mm cypher stent was deployed in the lesion. The lesion was post-dilated with a nc stormer zipper mx balloon. A 10-20% residual stenosis with timi-iii flow was reported. The pt received angiomax, intracoronary nitroglycerin, and atropine during the procedure. It was reported that there were "no complications."

Manufacturer narrative:
The device will not be returned for eval therefore, a failure analysis is not available and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch #8026795 have been reviewed and no issues or discrepancies were found. This record's review confirms that the device met all material, assembly, and performance specs.